Event description:
The customer reported that the system displayed a fatal error, a system re-booted, and cini disk full error. No patient injury was reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.